Manufacturer narrative:
(B(4). Additional information received: follow up to affiliate: what piece was missing from the device? Tissue pad. Did the active blade break off of the device? Not reported. Is the tissue pad completely missing from the clamp arm? No. Did a piece of the tissue pad fall off of the device? Yes. Did the missing piece of the device fall into the patient? Not reported. Was the missing piece of the device retrieved from the patient? N/a. Did this cause a change in the plan of care for the patient? No. Corrected data: MDR decision is now not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch # r92p00. Additional information requested but unavailable: what piece was missing from the device? Did the active blade break off of the device? Is the tissue pad completely missing from the clamp arm? Did a piece of the tissue pad fall off of the device? Did the missing piece of the device fall into the patient? Was the missing piece of the device retrieved from the patient? Did this cause a change in the plan of care for the patient?

Event description:
It was reported that during an unknown procedure, a piece was missing during the procedure. Changed to another one to complete the procedure. There was no report on patient injury.